Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2007, and morcellex was utilized. The patient was diagnosed with leiomyosarcoma. It was reported that the patient died on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent diagnostic hysteroscopy on (B)(6) 2006 which revealed a large submucous leiomyoma. Prior to presentation in (B)(6) 2006 she had not seen a physician in approximately 30 years but postmenopausal vaginal bleeding precipitated her visit to the office. She had a hysteroscopic myomectomy on (B)(6) 2006. It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was utilized. It was reported that the patient had a diagnostic laparoscopy with laparoscopic peritoneal biopsy, omental biopsy, lysis of adhesions on (B)(6) 2008 and extensive tumors were visualized, involving the pelvic peritoneum bilaterally, the cul-de-sac, the surface of the cervical stump, the bladder peritoneum, the surface of the cervical stump, and surface of peritoneum near liver and gallbladder, appendix and round ligament. She had an exploratory laparotomy, trachelectomy, lymphadectomy, omentectomy and lysis of adhesions on (B)(6) 2008. On (B)(6) 2009 she had a cystoscopy, right retrograde pylegram and bilateral nephoureteral stent placement.